Event description:
During surgery, the surgeon turned the t-handle to push out the hook. However, the hook was not able to be pushed out from the tip of the pin. When the surgeon tried to removed pin, only the inner hook pulled out. The surgeon could not extract outer pin but finished the operation. The surgeon thinks that there was a problem with the pin.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed, since the device was not fully returned for evaluation (only the hook was returned). Therefore no conclusion could be made how the failure occurred. A review of the labeling did not indicate any abnormalities. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the investigation report will be updated.

Event description:
During surgery, the surgeon turned the t-handle to push out the hook. However, the hook was not able to be pushed out from the tip of the pin. When the surgeon tried to removed pin, only the inner hook pulled out. The surgeon could not extract outer pin but finished the operation. The surgeon thinks that there was a problem with the pin.